Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s daughter reported customer received an unspecified high reading from her adc freestyle libre sensor, self-administered an unspecified amount of insulin in response to the reading, subsequently experienced hypoglycemia and was hospitalized. It was further reported that on (B)(6) 2018 customer received an unspecified reading but was ¿unable to interpret the values and mistakenly injected herself (with insulin) into hypoglycemia¿. Customer was diagnosed with hypoglycemia and received unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s daughter reported customer received an unspecified high reading from her adc freestyle libre sensor, self-administered an unspecified amount of insulin in response to the reading, subsequently experienced hypoglycemia and was hospitalized. It was further reported that on (B)(6) 2018 customer received an unspecified reading but was ¿unable to interpret the values and mistakenly injected herself (with insulin) into hypoglycemia¿. Customer was diagnosed with hypoglycemia and received unspecified treatment. There was no report of death or permanent injury associated with this event.